Event description:
Alaris pump setup used for heparin drip infusion (25,000 units/250 ml ns)set to infuse at 7.3ml/hr. Heparin bag hung at 0313 and by 0418 air alarm went off. Entire heparin bag had infused. Nurse reverified setings and were correct at 7.3 ml/hr. Pump removed from service. Nurses were able to duplicate malfunction with normal saline bags twice after it was removed from patient.